Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and review of available medical records.

Event description:
Medical record review indicated a peritoneal dialysis (pd) pt developed (B)(6) in (B)(6) 2014 which has since resolved. There was no evidence of exit site infection and the peritoneal fluid was clear. No fibrin in the drain was noted.

Manufacturer narrative:
Medical records noted that the patient had resolved (B)(6) peritonitis back in (B)(6) 2014. There was no information about what could have caused this or how it was treated. There is not enough information in the medical records surrounding this event other than the type of peritonitis and the onset. It cannot be concluded what could have caused the infection until further investigations into all fmc products used at the time of event. There was no mention of device malfunctioning in the medical record. This is one of two complaints concerning the same patient with a different adverse event.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions.